Manufacturer narrative:
(B)(4). Testing of the lead (model 3878, (B)(4)) revealed broken conductor wires. The #0 conductor was broken at the distal edge of the #1 electrode sleeve. Continuity was acceptable on conductors #1-7. Testing the extension (mode 37081, (B)(4)) revealed no anomalies. Continuity was acceptable with no shorts. The extension was functionally okay.

Event description:
The lead kept showing open-circuit and no stimulation occurred even after increasing the voltage. During surgery, it was discovered that the lead was broken. Additional information has been requested, a f/u report will be sent if additional information becomes available.